Event description:
It was reported that during a laparoscopic prostatectomy procedure, device was used after three clips were used on the vessel; then the color indicator occurred empty in the handle. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Empty, orange indicator over traveled. The analysis results found that the device was received in good visual condition. When testing the device for functionality it was noted to be empty, locked out and the orange indicator was over traveled. A batch record review was performed and no anomalies were found during the manufacturing process.